Manufacturer narrative:
This MDR is being submitted following our procedure. Patient experienced high blood glucose levels and reports as dka. Patient was on v-go therapy at the time of hospitalization. Device worn at the time of hospitalization is not available for investigation. There is insufficient information available to determine if the v-go contributed to the event or not.

Event description:
Type 2 diabetic on vgo 20 for about one month reported the valeritas customer care during an outbound call that he "had to go to the hospital on (B)(6) 2015 for a dka crisis". Ae assessor spoke with patient for further investigation of this report. Patient wore a newly applied vgo for 6 hours and had nausea, vomiting and lethargy which prompted him to go to the hospital; he reports he was hospitalized from (B)(6) 2015 till (B)(6) 2015 for dka (diabetic ketoacidosis) with bg greater than 500. Patient reports the vgo he was wearing when he had the hyperglycemia was disposed of by hospital staff; vgo is unavailable for technical review. Patient reports he changes his vgo every 24 hours. Patient does not routinely check his bg. Patient does not monitor the vgo viewing window. Patient is unable to identify contributing factors to the hyperglycemia. The investigation is limited by the lack of patient cooperation from the patient. The ae assessor is unable to identify contributory causes to the hyperglycemia without information from the patient. Patient recovered from the hyperglycemia without sequelae.